Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: linear opening, delamination of valve, fold creases. A leak test was performed and was found one opening. A microscopic analysis identified: a linear striated opening on posterior side assessed as surgical damage and partial delamination of diaphragm flange disk assessed as adhesive failure. Based on the device analysis the final assessment is: a striated opening assessed as surgical damage. Delamination of diaphragm flange disk assessed as adhesive failure.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.